Manufacturer narrative:
Additional information: added g3 other source.

Event description:
It was reported that the plunger claw/gripper broke off. No patient involvement was noted.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover (bottom front corners cracked), rear case (bottom front corners cracked), barrel clamp (cracked handle), handles (cracked), left claw (broken), left iui (contaminated) and right iui (contaminated). Calibrated. A review of the device history record for sn (B)(4) was performed from date of manufacture 01/23/2008 to present date 11/09/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the plunger claw/gripper broke off. No patient involvement was noted.